Event description:
The customer tested blood glucose and received a result of 263mg/dl, the customer was treated with 4 extra units of humalog based on the result. The customer tested later and received a result of 354mg/dl and took 5 extra units of humalog. The customer took another test and received a result of 378mg/dl and took 5 extra units of humalog. The customer passed out 3 or 4 hours later. 911 was called and they received a result of 27mg/dl. The customer was given IV fluid and taken to the hospital. At the hospital customer was given food and juice. A request was made for the return of the suspected device and replacement product was sent.